Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed the delivery accuracy test at 0.08765 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Customer¿s blood glucose was 322 mg/dl and current blood glucose 89 mg/dl. Customer stated that at times it was within 10 mg/dl to 11 mg/dl of her blood glucose. The customer treated with the insulin pump, manual injection, food and glucose tablet. Troubleshooting was done for low blood glucose. The drive support cap appears normal. Based on customer report customer did allege pump was under delivering and over delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer states that the insulin was coming out at a normal rate. The insulin pump will be returned for analysis.